Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily and the jaws reopened without difficulty, tissue sticking or bleeding. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Event description:
The customer reported that during a universal pelvic cavity lymph cleaning procedure, tissue was sticking to the jaws of the device, and when the device was opened, some tissue was torn due to the sticking. Minor unanticipated bleeding occurred and was stopped by use of bipolar hemostasis. Reportedly, the device was being cleaned every 3-5 uses. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
Additional info received: the tissue being grasped was thin, and the generator setting was 25w-30w.